Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. Two photographs and one 20ga insyte autoguard bc unit were provided for investigation. A longitudinal crack was identified in the pink catheter adapter distal to the blood control valve, which allowed fluid to leak from the adapter. The wedge was visible through the crack. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global blood leaks out of blood control. The following information was provided by the initial reporter, translated from japanese to english: customer reported that after puncturing the blood vessel as normal, blood flowed backwards and when the inner needle was retracted, blood leaked from the check valve.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.